Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, g7, h1, h2 and h6. A 5mm x 20cm x 155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter was used for inflation; however, it ruptured just over its nominal pressure at 10 atmospheres (atm). There was no reported patient injury. The target lesion was from the origin of the left superficial femoral artery with stenosis to the superficial femoral artery with occlusion. The lesion was moderate to severely calcified. The vessel was not tortuous or angulated. The device was used for a chronic total occlusion (total occlusion >3 months), some of the region had stenosis and chronic total occlusion. An approach was made with an unknown sheath (6f) from the right femoral artery. A non-cordis guidewire (0.014) crossed the stenosed part. A saber pta was used for inflation at the superficial femoral artery with occlusion. It was inserted and delivered to the lesion. A non-cordis stent was implanted at the origin of the left superficial femoral artery. The saber was removed from the patient¿s body and was replaced with a new non-cordis drug-coated balloon catheter and it was able to be inflated and the procedure was completed. No abnormalities noted when removed from the package or during prep. There was no difficulty removing the product from the hoop, removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. There was no leakage noted from the balloon, shaft, hub or unknown segment. The device was prepped normally. A non-cordis guide wire as used. A non-cordis indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or guiding catheter. There was no difficulty encountered when advancing the balloon catheter through the vessel or crossing the lesion. The plunger was depressed at 10 atmosphere (atm) into the syringe/indeflator when trying to inflate. The device was not resterilized. The product was not returned for analysis as it was discarded by the facility. A product history record (phr) review of lot 82164649 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate to severe calcification may have contributed to the reported event, as calcification is known to damage balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This device is not sold in the us. However , it is similar to other cordis pta balloon catheter

Event description:
As reported, a 5mm20cm 155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter was used for inflation, however, it ruptured just over its nominal pressure at 10 atmospheres (atm). Therefore, it was removed from the patient¿s body and was replaced with a new non-cordis drug-coated balloon catheter and it was able to be inflated. After that it was changed to a new saber rx pta which was sized-up and it inflated, and the procedure was completed. There was no reported patient injury. No abnormalities noted when removed from the package or during prep. There was no difficulty removing the product from the loop. There was no difficulty removing the product from the loop. There was no difficulty noted when removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. There was no leakage noted from the balloon, shaft, hub or unknown segment. The device was prepped normally. A non-cordis guide wire as used. A gdm02, nipro inflation device was used. The indeflator was used successfully with other devices. There was not resistance /friction while inserting the balloon through the rotating hemostatic valve or guiding catheter. There was no difficulty encountered when advancing the balloon catheter through the vessel / there was no difficulty crossing the lesion. The plunger was depressed at 10 atmosphere (atm) into the syringe/indeflator when trying to inflate. The device was not resterilized. The target lesion was from the origin of the left superficial femoral artery with stenosis to the superficial femoral artery with occlusion. The lesion was moderate to severely calcified. The vessel was not tortuous or angulated. The device was used for a chronic total occlusion (total occlusion >3 months), some of the region had stenosis and chronic total occlusion. An approach was made with an unknown sheath (6f) from the right femoral artery. A non-cordis guidewire (0.014) crossed the stenosed part. A saber pta was used for inflation at the superficial femoral artery with occlusion. It was inserted and delivered to the lesion. A non-cordis stent was implanted at the origin of the left superficial femoral artery. The device was discarded in the hospital.